Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. The actual sample was visually inspected and microscopically found a deep cut that perforated the film. No other issues were observed. In addition an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.

Manufacturer narrative:
(B)(4). A follow-up MDR will be submitted following evaluation.

Event description:
A peritoneal dialysis (pd) patient reported his cycler alarmed during fill 1. The patient opened the cycler door, removed the cassette and fluid poured out. Treatment was cancelled. During follow up, the patient's peritoneal dialysis registered nurse (pdrn) reported there were no serious injuries or complications. The patient's effluent remained clear. The patient was not prescribed any antibiotics.